Event description:
At 48 hrs after treatment under the eyes and left side nasolabial fold the pt presented with edema under the eyes. The physician prescribed oral and topical steroids.

Manufacturer narrative:
Medwatch sent to FDA on 01/16/2008.